Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), alopecia ("hair loss"), back pain ("severe back pain"), dysmenorrhoea ("severe menstruation pain"), arthralgia ("joint pain"), dysgeusia ("metal taste in mouth"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (partial hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, alopecia, back pain, dysmenorrhoea, arthralgia, dysgeusia, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, alopecia, back pain, dysmenorrhoea, arthralgia, dysgeusia, dyspareunia and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and abnormal bleeding (seen as genital haemorrhage). A partial hysterectomy was performed to remove micro-inserts. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for depression: celexa. Concurrent conditions included overweight, anemia and uterine prolapse. Concomitant products included topiramate (topamax). On(B)(4)2009, the patient had essure inserted. On (B)(4)2010, 4 months 25 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). On (B)(4)2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On (B)(4)2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), arthralgia ("joint pain"), dysgeusia ("metal taste in mouth") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(4) 2017. At the time of the report, the abdominal pain, genital haemorrhage, alopecia, back pain, dysmenorrhoea, arthralgia, dysgeusia, dyspareunia, procedural pain, migraine, headache, pelvic pain, vaginal discharge, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, procedural pain, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. On (B)(4)2009, hysterosalpingogram test showed, total bilateral occlusion and as per hcp obstructed fallopian tubes bilateral. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on(B)(4)2018: pfs received - new event "migraines, headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue; weight gain, weight loss" (weight fluctuation) were added. Product implant date was updated. New reporter were added. Lab data was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for depression: celexa. Concurrent conditions included overweight, anemia and uterine prolapse. Concomitant products included topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 25 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), arthralgia ("joint pain"), dysgeusia ("metal taste in mouth") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, alopecia, back pain, dysmenorrhoea, arthralgia, dysgeusia, dyspareunia, procedural pain, migraine, headache, pelvic pain, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed, total bilateral occlusion and as per hcp obstructed fallopian tubes bilateral. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: weight fluctuation was updated to weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and abnormal bleeding (seen as genital haemorrhage). A partial hysterectomy was performed to remove micro-inserts. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.